Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone during p.o.s.t (power-on-self-test). The speaker in this unit was upgrade per remedial action z-0664-05.

Manufacturer narrative:
The unit was requested back for evaluation, but has not been returned.